Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation was completed by an orthalign engineer. The complaint could not be confirm and the reported behavior was not reproducible during the investigation. The root cause could not be determined. The rs passed all functional testing, including accuracy testings, and met all specifications. The navigation unit was not returned so the log was unable to be reviewed. Based on the investigation results, the device did not contribute to the reported event.

Manufacturer narrative:
At this time, the deivce is expected to be returned to orthalign for investigation, but has not yet been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution adn with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Surgeon believes calibration was inaccurate. Conventional instruments were used to complete the proedure and make the distal femur and tibia cuts.